Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/15/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rgmcse and no non-conformances related to the reported complaint condition were identified. Additional information: d9, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: one packet of product code mcp426 was returned for analysis with the packaging closed. Upon initial inspection of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = g/m.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Event reported via: 2210968-2021-07374.

Event description:
It was reported that a patient underwent a robot assisted davinci procedure on an unknown date and suture was used. During the procedure, the suture broke during knotting. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.